Event description:
It was reported that patient presented in clinic for follow up. Upon review, the left ventricular (lv) lead exhibited failure to capture and low pacing impedance. During the lead's revision procedure, its insulation was noted to be compressed at the suture sleeve. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were failure to capture, low lead impedance and insulation was noted to be compressed at the suture sleeve. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿insulation was noted to be compressed at the suture sleeve¿ was confirmed. Visual inspection found overtighten suture sleeve tie which caused the reported event of insulation compressed. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.